Event description:
The reporter stated, the surgeon inserted an aq1016v silicone three piece lens and one haptic was torn. The lens was removed with no reported patient injury.

Manufacturer narrative:
Visual inspection of the returned product found one haptic torn off and missing. There was evidence of reddish residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.